Event description:
It was reported the end user developed an itchy rash beneath the skin barrier approximately one month ago. The patient sought treatment from her oncologist and was prescribed diflucan for the rash. The end users symptoms did not resolve. The end user was refered to her physician for further treatment.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to FDA on (B)(6) 2015.